Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, there was sleeve damage. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.